Manufacturer narrative:
Device expiration date: unknown. Batch # 6006573, does not exist for material # 305128.¿ device manufacture date: unknown. Investigation summary: four (4) photos were provided by the customer for investigation. Three (3) of the photos show the needle hub assembly attached to a syringe. The fourth (4th) photo shows a closer view of the needle hub assembly. All four (4) photos show that the needle has broken off. Based on the investigation conclusion, the condition reported by the customer could be confirmed; however, this symptom could not be correlated with a potential cause linked to the bd process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record (DHR) review was not able to be performed on the batch associated with this investigation as the batch number was not known. Investigation conclusion: based on the investigation conclusion, the condition reported by the customer could be confirmed; however, this symptom could not be correlated with a potential cause linked to the bd process. Root cause description - root cause could not be determined. Rationale: based on the investigation conclusion, the condition reported by the customer could be confirmed; however, this symptom could not be correlated with a potential cause linked to the bd process. Therefore, no corrective or preventative actions are proposed in the scope of this complaint.

Event description:
Material no.: 305128 batch no.: unknown. It was reported that during use of the bd precisionglide¿ needle the needle broke off into the patient's skin while the doctor was injecting medication. Fluoroscopy disclosed the needle that had broken off under the skin, a one inch incision was made to grasp the needle to remove it. The following information was provided by the initial reporter: have there been any other updates/recalls on the bd 30 gauge x 1 inch needle # 305128; lot - 6006573. This is the needle that on (B)(6) 2019 broke while the md was using it to inject medication into region of the 4th metatarsal head of the right foot at the clinic. Fluoroscopy disclosed the needle that had broken off under the skin, a one inch incision was made to grasp the needle to remove it.